Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the lcp plate distally migrated away from the bone. The patient underwent a corrective procedure on (B)(6) 2021. No further information was provided. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Event description:
This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual analysis of the returned sample revealed that the unk - screws: trauma was returned still attached and screwed in the hole of the plate. No signs of any damage to the screw were observed. No other issues were identified. No radiographs were provided but the reported complaint condition of device migration can be confirmed based on the assembled state of the devices returned. The dimensional inspection was not performed as the device numbers are unknown. A functional test for the reported device functionality issue cannot be performed as it also depends on the patient anatomy conditions. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - screws: trauma as it was observed that the plate and screws were returned in the assembled state indicating that the surgeon did not have to unscrew the screws from the plate during removal, thus confirming that the construct had migrated. While no definitive root cause could be determined from the available information, it is probable that the migration of the unk - screws: trauma was caused by exposure to external forces on the patients anatomy. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a DHR review could not be performed as the device part and lot numbers are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.